Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The lot number was provided, and review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this info.

Event description:
It was reported that the physician attempted a coronary procedure of the circumflex using a jostent graftmaster otw device, and the stent slipped off the balloon while in the rhv/touhy during removal outside of the anatomy. A different device was used in the procedure without incident. There was no intervention performed, and there was no reported pt injury. No additional info available.